Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the blank screen was verified during evaluation. The lcd display was replaced to remedy the issue. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.